Event description:
This rv lead was implanted on (B)(6) 2009 and was capped on (B)(6) 2011 to a fracture. The physician was (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).